Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
In 2008, the head surgeon (meanwhile in pension), informed (B)(4) and send the products to (B)(4), but did not inform the manufacturer. At some point in time ages returned the products to the pharmacy of the (B)(6), where they were placed into storage. Now the pharmacy is cleaning up its storage and as products were never requested from respective pts, returned them to the manufacturers. The only info we have is what is stated on the form: "the cone was chipped off for a better rotation. Than a miss-rotation occurred and a new fixation was not possible (pt stumbled over his own feet) therefore, a metom occurred."